Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he experienced a ¿problem with his neurostimulator.¿ the patient reportedly could not control the unit with or without the antenna, even with the recharger taken out. No further event details were reported; no complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, (B)(4), implanted: explanted: product type: programmer patient. Product ID: 37752 , (B)(4), implanted: explanted: product type: recharger g9. The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the patient received a new control unit and a recharging unit. The patient was able to charge the device with the new devices and everything has been working fine since. The error messages the patient saw with the old devices were 375 on the charging unit and 1006 on the control unit. The antenna caused a 375 antenna failure warning. The patient programmer (pp) had a 006 warning screen that resolved on its own. The patient did not have the exact date and no symptoms were reported. No patient symptoms were reported. The patient¿s weight at the time of the event was somewhere between 245 and 250 pounds. The indication for use included spinal pain.